Event description:
On (B)(6) 2011, pt reported her blood glucose has been elevated over the past 3 days. Examples of elevated readings were provided: blood glucose was 441 mg/dl on the morning of the report, 306 mg/dl at 2:30 pm, and 332 mg/dl and 370 mg/dl at unknown times. Blood glucose would not go below 150 mg/dl on (B)(6) 2011, 200 mg/dl on (B)(6) 2011 and 300 mg/dl on (B)(6) 2011. Pt bolused to treat hyperglycemia, but this was not successful. Target blood glucose is 100-120 mg/dl. There were no air bubbles or blood in the system. Pt does not reuse cartridges. Infusion site was not dislodged or disconnected. Pt received an a2 low battery alert on (B)(6) 2011 and changed the battery. No other alerts or errors were received. Time and basal rates were set correctly. Pt did not forget to prime the infusion set, and infusion device was not in the stop mode for any length of time. Insulin was not expired. Pt was pre-menstrual and her thyroid medication was increased 2 weeks ago. Infusion device was not dropped or exposed to water or other liquids. Infusion device does have a crack. Follow-up was completed with pt on (B)(6) 2011. Pt switched to her backup infusion device and delivered a bolus, and blood glucose decreased to 130 mg/dl "right away." Pt did not change the cartridge or infusion set when she switched to the backup infusion device. Infusion device was replaced and requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue.